Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 20, 75cm mustang balloon catheter was selected for treatment. However, during the second dilation it ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with a non-bsc device and different size. No patient complications were reported.